Manufacturer narrative:
This report is submitted on march 6, 2020.

Event description:
Per the surgeon, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020 and the patient was not reimplanted with a new device.

Manufacturer narrative:
This report is submitted on 07 april 2020.